Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer added air into the cartridge unintentionally. Tandem technical support advised adding air to the cartridge could cause issue with the pump properly detecting proper insulin volume. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.